Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer does not know how damage occurred. Customer's blood glucose was 88 mg/dl. Customer was advised that insulin pump would need to be replaced.